Event description:
It was reported that a patient experienced an unspecified infection coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Treatment information was not reported. The cause of the infection was not reported. Four days after the hospitalization, the patient was discharged. The patient was recovering from the infection. Pd therapy was ongoing at the time of this report. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter titanium adapter. The nature of the infection was not reported; however, the infection reported has a likely potential to be peritonitis. While there was no peritonitis reported, it is currently unable to be ruled out. Should additional relevant information become available, a supplemental report will be submitted.